Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has been within the 400 mg/dl and 500 mg/dl range for about a month. The patient has removed his site twice in the past month and saw puss coming out of his site. The customer sometimes treated with manual insulin injections. Troubleshooting was initiated for the hyperglycemia and no anomalies were identified. However, a high pressure test could not be performed due to lack of a tubing clamp. No products were returned or replaced, and a tubing clamp was shipped to the customer in order to perform the high pressure test.